Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2019, post implant procedure it was observed that the wound around the device pocket was not healing and had became dark in color. An operation procedure occurred on (B)(6) 2019 to check the inside of the pocket in which a hematoma was observed around the pacemaker device. The hematoma was surgically removed and the procedure was completed. The hematoma was suspected by the physician to be due to insufficient hemostasis. No further adverse effects were reported. This device is still implanted and in service.